Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment, the filter limbs did not expand fully. A snare device successfully captured and retrieved the vena cava filter. A new filter was prepped and deployed successfully. There is no reported patient injury.